Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received: the access site was the common femoral artery. A 5f sheath was used prior to starclose se insertion. Reportedly, the sheath was not splitting but the metal clip delivery tube was poking sideways. The safety release mechanism was used to collapse the wings and remove the device.

Manufacturer narrative:
(B)(4). Operator not trained. The starclose instructions for use states: the device is restricted to sale by or on the order of physicians (or other healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. (B)(6) - it was initially reported the device would be returned for evaluation; subsequent information indicates the device is not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for device operates differently than expected-sheath splitting reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, there was a problem with the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is in-training in the use of the starclose se device. No additional information was provided.